Manufacturer narrative:
H6: investigation summary: customer returned two images of a 0.3ml syringe with no other forms of identification available. This syringe had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. Due to the batch being unknown, no DHR review can be completed. Based on the images received, bd was able to confirm the customer¿s indicated failure of needle hub separation. CAPA pr1630423 has been opened to address this issue. H3 other text : see h10.

Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle hub separated from the device. The following information was provided by the initial reporter: the customer reported that the needle with the shield was separated from the barrel.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle hub separated from the device. The following information was provided by the initial reporter : the customer reported that the needle with the shield was separated from the barrel.